Event description:
It was reported that the patient tested positive for methicillin-resistant staphylococcus aureus (mrsa) infection. No further information was obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.